Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31940. It was reported that during a lead replacement on (B)(6) 2020 (reference manufacturer report numbers 3006705815-2020-30520 and 3006705815-2020-30521). Physician explanted both leads and had taken about 1 1/2 hours to attempt to place just one lead. The patient started to complain of chest pain. The patient was then turned over and connected to an EKG. It appeared the pain was from muscle fatigue due the length of the procedure which was 2 hours in length. Pain has resolved.